Manufacturer narrative:
(B)(4).

Event description:
It was reported that soon after intubation of a new tracheostomy tube, the ventilation volume decreased. The device was pre-tested. A replacement tube intubation was required. There is no report of death or serious injury associated with this event.